Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The device was not returned to the manufacturer for evaluation. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the customer received a new vario twin, hl-20 4 pumps console (article number: 70104.3262, serial number (B)(4)). During the installation of the unit, the customer reported hearing a "jerking sound" on all of the roller pumps when the unit was put into pulsatile mode. (B)(4).